Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low amplitudes and increased impedance measurements. Review of device data determined the atrial signal was undersensed resulting in an inappropriate anti-tachycardia pacing (atp) and shock. This device was testing in clinic with no noise able to be reproduced with provocative maneuvers. This patient is expected to undergo an ablation procedure at a future date. This device remains in service. No adverse patient effects were reported.